Event description:
It was reported that the patient presented in for an initial implant procedure. During the procedure, two attempts were made to implant two right ventricular leads. During the implant, the physician was unable to advance the stylet down both leads. Another lead was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
The reported event of the stylet failure to advance was confirmed. And was due to damage found that was sustained during the surgical procedure. The lead was otherwise normal.